Manufacturer narrative:
Lab results; disassembled the valve and found that the outlet orifice is partially blocked by a white substance. This white substance may be mineral deposits left behind after water from the air lines dried inside the valve. The partially blocked orifice reduced the pressure output of the valve causing the failure observed by the customer.

Event description:
Hospital reports that peak airway pressure alarms 5 or 6 times, patient unable to exhale; appears to stack breaths. No patient injury or adverse effect reported to field service technician at time of service.